Event description:
It was reported the pt experienced a loss of therapeutic effect after "riding for eight hours in a car." It was stated that, when the pt tried to increase the stimulation on their device, the pt programmer showed an "out of regulation" message. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).